Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that during the preparation of cord blood for storage, the cord blood was processed as expected until the processed cord blood in the device's 200 ml transfer bag was about to be transferred into the device's freezing bag. The technician visually inspected the freezing bag prior to transferring the cord blood, and noticed a small tear in the channel between the large and small compartments of the freezing bag. The cord blood was then transferred to a new device, and the unit was further processed without incident. There was no loss of cord blood.